Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned, but pictures were provided. The event can be confirmed as the pate is fracture through one of the screw holes. Scratches are visible on the non-bon-facing surface of the plate. On the bone-facing surface of the plate, close to the fracture line, some additional scratches and dents are visible. However, due to the low quality of the pictures, a further assessment is not possible. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. It was reported initial left total hip arthroplasty on unknown date with unknown product. Then, had a periprosthetic fracture with zb cables and ncb plate and screw fixation. Subsequently, approximately 3 months after initial implantation. Had a revision due to ncb plate fracture with unknown cause. No operative record provided. Three views of the left femur reveal a left total hip arthroplasty with screw fixation of the acetabular cup. A lateral plate and screw fixation device are present, with an oblique fracture observed along the proximal to mid femoral diaphysis, just distal to the tip of the femoral stem. Two additional views of the left femur show a fracture of the plate in the region of a prior periprosthetic fracture. The fit and alignment of the implants appear appropriate in the leftmost image. Mild osteopenia is noted. The plate fracture occurs in the same region as the previous periprosthetic fracture, suggesting instability at the site. Based on the available information, the reported event can be confirmed, but with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision surgery due to ncb plate fracture with unknown cause, approximately 3 months after initial implantation. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: unknown zimmer cables -unknown lot and item#. Unk bone screws -unknown lot and item#. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.